Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was 71 mg/dl. It was reported that first time unexpected restart alarm and blank display after battery change. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and the pump was alarmed unexpected restart. The customer stated that the alarm cleared with esc/act. The troubleshooting was performed for blank display and was advised the customer to insert the new battery and the display returned. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.